Event description:
The customer reported that the fluoroscopy was not working and the sys displayed an anode tube warmup error message. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage connectors were regreased. The system was then found to be operating as intended.